Event description:
Additional event description removal of tibial nail case at (B)(6) hospital. Rep was not on site. Received call about the extraction screw being faulty. Surgeon tried to use it but thread was no good. I grabbed the tibial nail set from the hospital I was at and drove across town to help. Surgeon tried the new extraction screw I had brought and he ended up threading it due to the thread on the nail now being destroyed. We then put a guide wire down and used a extraction conical bolt to remove the nail. The surgery was delayed 60 minutes. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that a tibial nail was removed from the patient. The extraction screw was faulty due to the threads. An additional extraction screw was used however the thread on the nail had been destroyed. A guide wire was put down and an extraction conical bolt was used to remove the nail. There was a surgical delay of sixty (60) minutes and the procedure was completed successfully. This report is for one (1) unknown tibial nail. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b4/g4: awareness date on initial reported as july 06, 2020 but should have been july 07, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.